Manufacturer narrative:
The customer's report was observed during testing. However; the reported problem could not be duplicated. The device was disassembled and reassembled without duplicating the problem. As a precaution, the ECG shield and ECG connector was replaced. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.